Manufacturer narrative:
Additional narrative: patient information was not provided for reporting. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be requested as specific part and lot numbers for the associated device was not provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent surgery for fixation of acromion fracture. During the procedure, when the surgeon was trying to implant the unknown cortex screws, tip of a 2.0mm drill bit with depth mark/qc/140mm broke inside the patient. Small part of the drill bit was left inside the patient and other part was removed. The procedure was successfully completed with no reported surgical delay. The patient was stable after the surgery. Concomitant devices reported: unknown cortex screws (part # unknown, lot # unknown, qty # unknown). This report is for one (1) 2.0mm drill bit with depth mark/qc/140mm. (B)(4).

Manufacturer narrative:
This date was incorrectly reported as (B)(6) 2018 in the initial report (B)(4). The correct date is (B)(6) 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.